Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that everything was going well until yesterday when the stream became lighter and they had to push a lot harder to try to get some urine out and then at night time they felt they'd need to urinate but nothing would come out and they had to cath but just less than 15ml came out and they woke up during the night just to urinate. Patient also mentioned their vertical incision was bleeding for a couple of days through wednesday. Patient stated that on wednesday night it stopped and they had been putting a gauze pad over it to catch the blood but they ran out of that and they thought they had messed it up when they pulled it off but they went to see the doctor on monday and the doctor said everything was fine and they didn't even have to put a bandage over it. The patient was redirected to their healthcare provider to further address the issue. They would follow-up with them on monday.